Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a remote manager not detected. The field service engineer powered the station down, reseated the cables and check all the connections on the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed e-lock. The customer stated that the e-lock on fridge is not working, storage space recovery is not working. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.